Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 display- and control module. The incident occurred in (B)(6). The involved device was returned to livanova (B)(4) for investigation. During the evaluation, the reported issue could not be reproduced. However, the reported issue may have been the result of a known issue with the software. Following a technical safety inspection, the device is planned to be returned to the customer. Livanova (B)(4) has initiated corrective actions for the software issue.

Event description:
Livanova (B)(4) received a report that the display of an s5 display- and control module became unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
Previously, complaints related to the firmware were considered to be reportable malfunctions. However, as the display and control module is part of the system panel, which is the interface between the user and the perfusion system, the module only displays sensor data, time measurements and status messages. It is partially used for the alarm management, configuring and assigning monitoring functions and providing information to the ups module. The module is not used for configuring and controlling the pumps themselves. The reported malfunction would not have any affect on device performance or the ability to maintain blood flow during cardiac surgery. Consequently, livanova (B)(4) was unable to identify a hazardous situation potentially leading to a serious injury as a result of this type of issue, and it is now considered to be non-reportable.